Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Additional information: d2: product code was previously hgi. G5: 510k code was previously k003608.

Event description:
Country of complaint: japan. It is reported that during a laparoscopic nephrectomy surgery, a jaw broke from the device.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyece vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the jaw parts. Here we found a visibly damaged blue ceramic with a broken off area. Furthermore we found unknown deposits. We made a visual inspection of the broken off fragment. Here we found grey discoloration. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: we assume a mechanical overload situation as the causal factor. There is the possiblity of torsion or high leverage with the instrument. According to the quality standard a production error or a material defect can be excluded. No CAPA is necessary.